Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The subject device was not returned. On the basis of the x-ray images and ultrasound images provided for evaluation, a stenosis of the target vessel could be confirmed. No deficiency of the two stents placed in the sfa and proximal popliteal artery was identified. No indication for a relation between the stents and the vessel occlusion was found. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The restenosis of a stent may be caused by various factors and can also occur inside non-defective stents that were correctly placed. Restenosis may be related to the general condition of the patient or to vascular conditions. Restenosis also may occur inside stents that were placed with an irregular strut pattern. An insufficiently or not performed balloon dilation also may contribute to the reported event. On the basis of the information available and the images, a definite root cause for the event reported could not be identified. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct application of the device. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that an in-stent occlusion was found six months post placement of two vascular stents in the sfa. The stents had not been placed in overlap. The ultrasound examination showed a complete hypoechoic closure over 28 cm in the right superficial femoral artery. The abi on the right side was 0,1 and 0,9 on the left side. A percutaneous procedure was performed for treatment and the patient recovered. No patient injury was reported. This is the same patient as reported in medwatch report # 9681442-2016-00030.